Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia and new zealand (oaz). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3, using peracetic acid. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and found that the followings. The range of the angulation was insufficient for specification. The glue of the bending rubber was detached, chipped, cracked, or has a burr. The auxiliary water channel was buckled. The suction channel was buckled or dented. The angle wires become stretched. The glue around the light guide lens and the objective lens were worn. The scope connector has corrosion. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. (B)(6) 2021. Pseudomonas aeruginosa (1-9cfu). (B)(6) 2021. Pseudomonas aeruginosa (1-9cfu). (B)(6) 2021. Pseudomonas aeruginosa (1-9cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.